Event description:
It was reported that when the doctor tried to implant a deep brain stimulation lead he noticed that three leads had a bent tip. The implant was completed with a new, good lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v821786, determined the lead was bent at the distal end new out of box. Continuity was acceptable and there were no shorts between circuits.